Manufacturer narrative:
The device was returned to mfg facility. Review of the device's event log revealed reload the set 150 and system error 2198 alarms had occurred. Both alarms indicate an internal pneumatic pressure leak within the homechoice cycler, and may occur if the gray membrane gasket on the homechoice cycler door becomes unseated. A visual inspection was performed, as well as an hour test therapy. The visual inspection performed included an examination of the membrane gasket and the reseating of any membrane gasket found to be dislodged. Results of the test therapy performed indicate the device was functioning properly and within design specifications.

Event description:
Health care professional reports on 4/16/98, homepatient had abdominal pain and cloudy effluent while using homechoice device for automated peritoneal dialysis therapy. Homepatient had culture of effluent taken at the dialysis facility the same day, revealing alpha-hemolytic streptococcus. Homepatient was given antibiotics at the dialysis facility on 4/16/98. Health care professional reports homepatient was admitted to the hosp on 4/16/98 for hypovolemia and to rule out the possibility of sepsis. Health care professional states homepatient was given antibiotics at the hosp intravenously, and was released on 4/18/98. According to health care professional there was no sepsis. Follow up with health care professional reveals homepatient's condition to be markedly improved.